Manufacturer narrative:
Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report. - attachment: [results of investigation c-0266048.pdf].

Event description:
It was reported that right hip revision surgery was performed due to severe pain, failed right hip resurfacing, metal debris, bone loss, elevated levels of cobalt and chromium, synovitis, fluid collection and metallosis.